Event description:
Boston scientific received information that during a device change out prior to pocket closure, this right ventricular (rv) lead exhibited high out of range (oor) shocking lead impedance (sli). A fault code 1005 was observed when shock was to be delivered. Boston scientific technical services (ts) had a discussion on fault code 1005. The lead was hooked to the old device and still got high oor sli measurement. This lead had insulation damage and was surgically abandoned. A new rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.